Event description:
It has been reported that while in the cardiovascular contrast agent lab, the md stated "at first, zeon's 35cc intra-aortic balloon (iab) & zeon's 40cc balloon connector was connected to the intra-aortic balloon pump (iabp) & the balloon capacity was manually set to 35cc. Five hours after the iabp was started, it alarmed high pressure. When the md looked at the monitor, the balloon capacity indication was automatically changed to 40cc. Then the balloon capacity was manually set to 35cc. However, again the balloon capacity indication was automatically changed to 30cc & 40cc. Then the balloon connector was changed to arrows' 35cc. At that time, the iabp has been working properly. The iabp will be returned & investigated in (B)(4)." There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in therapy is listed as "unknown". There were no reported patient complications. The patient outcome is listed as "good". Additional information received on 07/08/2010 from arrow (B)(4) stated "zeon connector is compatible with the arrow pump and included in a zeon catheter kit. The zeon connector is being returned to zeon, but after they investigate it the connector will be sent to arrow."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.